Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 484 mg/dl. The customer was waken by the insulin pump because of a change battery alert and now it was not come on. The customer was processed with manual bolus using the insulin pump and it went through just fine. The auto mode was not active. The customer performed troubleshooting for blank display and it came on and it restarted. The customer was offered high blood glucose troubleshooting but customer declined. The insulin pump will not be returned for analysis.